Event description:
It was reported that the atrial set screw was unable to be tightened to the device header. The device was not implanted, and a new device was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. Analysis revealed that both the atrial and ventricular setscrews became stuck to the tips of the torque wrenches. The cause of both setscrews being stuck to the wrench tips are incorrect insertion of the torque wrench into the setscrew insets. The user was forcing the wrench tip into the setscrew inset with the corners of the wrench being wedged forcefully into the setscrew inset walls which stuck the setscrews to the wrench tips. The stuck setscrews were then pulled out of the device through the septum. With correct wrench insertion the wrench fully drops into the setscrew inset without force and engages the setscrew inset and tightens the setscrew until the wrench clicks. The anomaly is related to the user's incorrect use of the torque wrench.